Manufacturer narrative:
B3: event date: (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent bag of a prismaflex m100 set approximately thirty minutes after the start of continuous renal replacement therapy. The bag was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.